Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis. A review of the lot history records could not be performed as the part and lot information was not provided. The reported patient effect death, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported patient effect of death could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment. Article title: impact of economic status on utilization and outcomes of transcatheter aortic valve implantation and mitraclip. The adverse patient effects mentioned and in the article are filed under another medwatch MFR report number.na.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying the mitraclip device that may be related to the following patient effects: patient deaths, stroke, myocardial infarction, acute kidney failure, medical intervention, and hospitalization. Details are listed in the attached article, titled ¿impact of economic status on utilization and outcomes of transcatheter aortic valve implantation and mitraclip." Please see attached article for additional information.